Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and found the fitting/connector on tube drain line 118 was disconnected and not providing enough vacuum causing the cap piercer wash station to overflow/leak. The fse reconnected the cap piercer drain line #118 fitting to resolve the issue, no further leaking was observed. The instrument software version is 5.4. (B)(4).

Event description:
The customer reported a leak from the cap piercer wash station on their unicel dxc 600 pro synchron system. The customer stated the leak was contained to the instrument and described the volume of the fluid as approximately 200 ul. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.